Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtmb1qq ICD, 6935m62 lead, 5076-52 lead, 429888 lead; implanted: (B)(6) 2016. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-jan-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jan-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adpater model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited medium priority alarms and no message was displayed, and there was a loss of power to the controller. It was also reported that the batteries and controller ac adapter exhibited power switching. The controller was exchanged, and the batteries and controller ac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The four batteries (bat593902, bat580238, bat580148, bat595185) and the controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. As a result, the reported display error event could not be confirmed. Log file analysis revealed three controller power up events on (B)(6) 2019, at 15:59:42, 22:37:04, and at 22:42:56. As a result, the reported loss of power event was confirmed; however, the data log file revealed the recorded power up events occurred during setup of the controller. The log files of the controller in use during the reported event, con405327, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events during the analyzed period. The reported power switching could not be confirmed. However, log file analysis revealed momentary disconnections that did not lead to premature power switching events involving bat593902, bat580148, and the controller ac adapter. Momentary disconnections will result in an audible tone or beeps. Additionally, log file analysis also revealed six suction alarms logged since 17-oct-2019. The beeps and suction alarms may be related to the reported ¿medium priority alarms with no message¿. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. There is no evidence that the lubrication servicing was performed on the reported devices. An internal investigation evaluated momentary disconnections. Based on the risk documentation, possible causes of the suction alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor ve ntricular assist device (vad) filling, inappropriate vad rotational speed. Additional products: serial #: bat593902, device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12, serial #: bat580238, device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67, serial #: bat580148, device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12, serial #: (B)(4). Device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67, serial #: (B)(4). Device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 3213 FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.